Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , "fail high volume rate 21. 3" was reproduced. The device was sent to flowline for flow rate accuracy testing and the test resulted with 21.104 ml which is an error percentage of 5.52%. The event history log review was completed. The customer did not provide an event occurrence date. A review of history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The condition of the IV set, IV bag, and set up are unknown. The reported condition was verified. The cause of the condition was determined to be pressure plate out of adjustment. The travel pressure plate requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume rate test at 21.3. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.